Manufacturer narrative:
The complaint is confirmed based on the customer provided photos, which display the broken cutting tip. However, the cause remains undetermined without physical evaluation of the device. No change in harm was identified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that while the surgeon was using an ar-1288rtt-fc3, the flipcutter iii within the kit, broke when activating the ¿reaming/cutting¿ portion of the flipcutter. The fragment was retrieved and the case was completed by using a new flipcutter.